Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. While the device information is unknown, d2 (procode) and d3 (manufacturing establishment name) were provided based on a default model assigned for submission.

Event description:
It was reported the videoscope exhibited scope communication error b30. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11. Corrected fields: d4 - serial, d4 - primary UDI number, d4 - unique device identifier (UDI), d4 - unique device identifier (UDI) #1, h8. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be established. The customer contacted olympus technical assistance support (tac) via email. Remote troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.